Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer insulation was breached cut, the outer tubing overlay was breached cut, exposed defib coil white substance and the outer insulation had a cosmetic depression. (B)(4).

Event description:
It was reported that the patient had bacteremia. Therefore the lead and device was removed and replaced with a new system. No patient complications have been reported as a result of this event.